Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the setscrew at the pacemaker header was found stripped. The pacemaker was removed and replaced. No patient consequences were reported.

Event description:
New information received notes the patient was in stable condition.